Event description:
The hosp reported that during an endoscopic vein harvesting procedure, the hemopro c-ring broke and fell inside the tunnel. The pieces were removed by the harvester. A replacement device was used to complete the procedure. The hosp did not report any pt effects. The hosp intends to return the device in question.

Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for eval. We will continue pursuing the device being returned by the customer. A supplemental report will be submitted if the device is received. A lot history record review could not be completed as the product lot number is unk. Items marked "ni" are unk to us at this time. Internal file#: (B)(4).